Manufacturer narrative:
Device stuck in motor error alarm during rewinding due to motor encoder signal out of phase. Unable to perform any test due to motor error alarm. The motor was tested outside of the device and failed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.